Manufacturer narrative:
Initial reporter information: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particle was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during preparation of the bags at the compounding facility, after the visual inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 02, 2022 - april 03, 2022. H10: three (3) actual and photographs of the samples were received for evaluation. Visual inspection along with magnification could not verify the report of particulate matter (pm) in the actual samples, however, white elongated polymeric appearing particles, possibly of acrylonitrile butadiene styrene consistent with fill port material, appeared in the fluid path in all the photo images only. Fill port caps were removed and no issue was observed in the connector or cap areas in any of the actual samples. The reported condition was verified in the photo samples; however, not verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.